Event description:
It was reported that the physician tested the catheter with the guidewire and confirmed normal function. Upon insertion into the patient's left atrium, the catheter entered the vein and the splines inverted when attempting to deploy into the flower shape. The physician reshaped the catheter into a basket, retracted the wire, and attempted to advance it again, but the wire became stuck. The sheath was then advanced over the basket, and the catheter was removed from the patient. No tissue was observed at the tip of the catheter or guidewire, no other catheter malfunctions were identified, and the guidewire was within the catheter when catheter was removed. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that there were no guidewire issues during catheter preparation, and it was indicated that the guidewire was never fully removed from catheter. When it was pulled back (tip not coming out of catheter), it appeared to function normally.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and it was noted that one of the splines was inverted. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the thing risk documentation was completed and confirmed that the event of event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: based on all the available information boston scientific determined a device problem could be excluded. The returned farawave was analyzed, passed all tests related to the guidewire allegation and analysis did not reveal any failures within the product related to the failure observed in the field. Separately, it was confirmed that one of the splines of the catheter was inverted when the catheter was examined and the cause was considered to be due to the design of the device, however, this failure is separate from the allegation of the stuck guidewire and would not contribute to that sort of malfunction.

Event description:
It was reported that the physician tested the catheter with the guidewire and confirmed normal function. Upon insertion into the patient's left atrium, the catheter entered the vein and the splines inverted when attempting to deploy into the flower shape. The physician reshaped the catheter into a basket, retracted the wire, and attempted to advance it again, but the wire became stuck. The sheath was then advanced over the basket, and the catheter was removed from the patient. No tissue was observed at the tip of the catheter or guidewire, no other catheter malfunctions were identified, and the guidewire was within the catheter when catheter was removed. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that there were no guidewire issues during catheter preparation, and it was indicated that the guidewire was never fully removed from catheter. When it was pulled back (tip not coming out of catheter), it appeared to function normally.